Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced low blood glucose (bg) level of 50 mg/dl. Reportedly, the customer over-estimated how much insulin was needed when delivering a meal-time bolus. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.